Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 488 mg/dl. Customer indicated health care provider would be consulted regarding back up therapy. During follow up call on (B)(6) 2016, it was confirmed that the customer has been using manual injections for diabetes management.